Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 11-jan-2023. H6: investigation summary: two samples of an unknown lot were returned for investigation. The customer complaint was confirmed upon visual inspection. The set had separated at the outlet port of the filter. A lack of solvent was observed on the tubing. A device history record review could not be performed on model 10013902 because the lot number is unknown. The manufacturing plant was notified of this defect. For this failure, a quality improvement plan was developed, and the root cause of this issue was that operation is performed without using any fixture to ensure the correct insertion of tubing in the component. As a result, there is a variation on the execution of the operation. The corrective and preventive actions were described to the quality improvement plan, for the development of a fixture that reduces the variation of the assembly process.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set tubing broke from the filter and and leaked out tpn during use. The following information was provided by the initial reporter: "reporting a third broken add-on 0.2 micron filter al 10013902. The breakage was discovered today while it was infusing into a patient, the tubing breakage is at the same location as the other events... Did any leakage occur at time of separation? & if so, what leaked? Breakage occurred at the filter, the filter tubing became detached and tpn leaked out of the tubing. Was there any patient harm or adverse events? Tpn infusion was stopped, risk of low blood sugar, air in line and infection in line for a neonatal patient."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set tubing broke from the filter and leaked out tpn during use. The following information was provided by the initial reporter: "reporting a third broken add-on 0.2 micron filter al 10013902. The breakage was discovered today while it was infusing into a patient, the tubing breakage is at the same location as the other events. Did any leakage occur at time of separation? & if so, what leaked? Breakage occurred at the filter, the filter tubing became detached and tpn leaked out of the tubing. Was there any patient harm or adverse events? Tpn infusion was stopped, risk of low blood sugar, air in line and infection in line for a neonatal patient."